Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, (defibrillation), and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that this pacemaker was scheduled for replacement due to normal battery depletion. During the pre-operative check the patient was noted to be in sinus rhythm with complete heart block and a slow ventricular escape rhythm. Undersensing was noted on the right ventricular (rv) lead due to fluctuating r-waves and the sensitivity of the device was adjusted. Noise was observed on the right atrial (ra) lead and was suspected to be associated with a conductor fracture. Additionally, an ra lead safety switch had triggered which indicated that an out of range pacing impedance measurement had occurred. The physician decided to replace the ra lead during the revision procedure but ended up abandoning the attempt and leaving this ra lead in service. This pacemaker was explanted and discarded. No additional adverse patient effects were reported. Additional information: this device was returned for analysis and the report has been updated with product investigation results.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was scheduled for replacement due to normal battery depletion. During the pre-operative check the patient was noted to be in sinus rhythm with complete heart block and a slow ventricular escape rhythm. Undersensing was noted on the right ventricular (rv) lead due to fluctuating r-waves and the sensitivity of the device was adjusted. Noise was observed on the right atrial (ra) lead and was suspected to be associated with a conductor fracture. Additionally, an ra lead safety switch had triggered which indicated that an out of range pacing impedance measuremeant had occurred. The physician decided to replace the ra lead during the revision procedure but ended up abandoning the attempt and leaving this ra lead in service. This pacemaker was explanted and discarded. No additional adverse patient effects were reported.